Event description:
According to the attached medwatch report, "unit on als call for pt with cp, initial assessment was being performed. Put on leads to assess EKG. The unit's lifepak 12 would not read EKG. Gave artifact only. Removed EKG leads and reapplied 2nd pair of different MFR. Same results. Pt heart was elevated and tough to feel. Pt. Did have symptom related to heart problem. Another unit arrived and the unit used their lifepak 12 and were able to get a good tracing of pt heart rhythm."